Manufacturer narrative:
Additional information: it was later confirmed that device did not break or fracture but the catheter actually twisted so that the wire could not go through the catheter. The issue occurred at the transition of the black front part into the metallic part. The device was inspected before use with no issues noted. There was no resistance noted when inserting the device, but there was some resistance noted when advancing the catheter. The device was not excessively torqued and only normal rotation was done during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a renal denervation procedure one symplicity spyral catheter fractured during delivery through the vessel. A kink occurred at the shaft of the catheter. The left renal artery was being treated which was moderately tortuous and was non-calcified. The catheter was not in a deflected position during advancement. The catheter was kinked and re-straightened during use. Excessive force was not used during delivery. The catheter was removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: image analysis: one image was provided for review. The image depicts the distal section of a symplicity spyral catheter held in a gloved hand. A kink and flattening are evident to the braided section of the catheter shaft. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.